Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported post operatively that a surgeon stated that the product caused infection. It was also reported there were no delays as a result of this event. It was further reported that the procedure was completed successfully. No further information was provided.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : product used in patient.

Event description:
It was reported post operatively that a surgeon stated that the product caused infection. It was also reported there were no delays as a result of this event. It was further reported that the procedure was completed successfully. No further information was provided.